Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the imaging systems exams are sent to the navigation system the image orientation was inverted. The exams orientation is correct on the mobile view station (mvs) of the imaging system but the site has to manually flip the exams on the navigation system. There was no delay to the procedure. No impact on patient outcome. Update from the site clarifying that the manufacturer representative reinstalled the software on the imaging system to try and correct the issue. There had been no spins taken since the install, but when they take an image they will ensure that the correct patient orientation is present on the imaging system prior to taking the spin. They further clarified that the "inversion" was noted on the imaging system's mobile view station (mvs) prior to transferring to the navigation system. Update from the site confirming that the exam orientation was correct on the imaging mvs and that the issue is with the navigation inverting the images.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that after the software was re-installed they took an o-arm spin, the image maintained the correct orientation when transferred. The site has used it in multiple cases with no complaint.